Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with fracture of vertebral body and underwent balloon kyphoplasty (bkp) procedure. During surgery, the balloon burst while inflating at normal pressure(under 700 psi).the product came in contact with the patient. No complications to the patient were reported as a result of the event. There was no delay in procedure time as a result of alleged malfunction.

Manufacturer narrative:
Visual and functional evaluation with a sample syringe identified a puncture on the ibt balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.